Event description:
Reference importer report number: (B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio o 60 - ref. (B)(4)/ lot 121429 (B)(4). All parameters have been found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. (B)(4). From the data collected, there are no evidences that the event is device related.